Event description:
It is reported that the device was implanted in 2008, and the patient was revised eight months later, due to scarring and bone forming over the patella.

Manufacturer narrative:
Evaluation summary: the device history records of the complaint part were reviewed and found to be conforming. The implant was not returned for evaluation. X-rays were not supplied. The cause of the complaint cannot be definitely determined due to insufficient information. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.